Event description:
A malfunction was reported by the customer, but no notable events occurred prior to it. There was no adverse impact to the customer¿s blood glucose level. Customer support provided information to reset the pump, and after doing so, the malfunction did not recur. The customer was able to continue using the pump and was advised to reach out if the issue happened again.